Event description:
The user facility reported the involved tr band 2 had a higher occurrence of bleed back at time on titration vs the tr band. Nurses have stated that they have noticed a higher rate of bleeding occurring with trb2 when titration of air is performed. The staff did not report any other issue because of the bleed back. The estimated blood loss was less than 250cc's. The patient was stable, recovered and sent home. The outcome of the procedure was as desired. The event happened post-treatment. The patient was not injured, medical or surgical intervention was not required. Additional information was received on (B)(6) 2023: per report, bleeding occurred at the time when nurse titrates air out of the band. They did not disclose bleeding related to anything related to tube break or balloons self-deflating. Amount of air injected into the tr band, manipulation and storage of the product was unknown. Hemostats was achieved per protocol. The balloons were able to be inflated by the health care professional (hcp). Estimated blood loss was greater than 250cc. No other devices or intervention reported was reported.

Manufacturer narrative:
The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 10 may 2023: the estimated blood loss was confirmed to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section b2, add additional information to section b5, update section h1 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications related to bleed back during titration. Without a sample, the exact root cause cannot be determined. The likely root cause is the patient's underlying health conditions led to additional bleeding at the access site. It is possible the titration process was performed too quickly, resulting in incomplete hemostasis. The field clinical specialist was contacted, and it is unlikely that the additional bleeding is related to a product malfunction or air leakage. Review of device history record (DHR) cannot be performed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).